Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with l4-l5 and l5-s1 recurrent disc herniation, degeneration, discogenic pain, and retrolisthesis and underwent the following procedure: stage ii l4 to s1 posterior spinal fusion with chameleon facet screw segmental fixation and allograft bone morphogenic protein. As per op-notes, ¿once the screws were placed and checked under fluoro, the facet joints were decorticated with a high-speed bur and allograft and rh-bmp2 was placed into the joints. Attention was then turned to the side on the right.¿